Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the touchscreen unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced under warranty, instructed the caller on how to put the pump into storage mode, and provided a pre-paid label for returning the defective pump within 10 days. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.